Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving compounded baclofen [500 mcg/ml] at a dose of 155 mcg/day via an implantable pump. The indication for use was not provided. It was reported that at the refill of the pump on (B)(6) 2019 the physician found 0 ml in the reservoir, but the expected volume using the clinician programmer was 7 ml. The pump was then replaced that day and the patient was doing well. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the event and the patient status was alive without injury. The explanted pump was going to be returned. No further complications were reported or anticipated.

Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Visual inspection identified some slight damage to the septum with no leaking seen during analysis. If information is provided in the future, a supplemental report will be issued.